Event description:
It was reported that a cerebral angiogram and chemoembolization to treat a cerebral aneurysm was performed. The right femoral artery (rfa) puncture site with a 6f introducer was stated to be a smooth access and a pre-deployment angiogram deemed acceptable for closure with angio-seal. The angio-seal was deployed successfully with hemostasis achieved. The patient recovered well after the procedure, due to sav and ich aphasia. There were no reported problems with the groin in 2009. The patient ambulated the next day, and became restless and rubbed the groin site. The groin area was found hard on palpation and the patient lost consciousness. An ultrasound noted a large hematoma and pseudoaneurysm, which was not suitable for treatment with thrombin. The patient underwent surgical intervention, where it was noted that there was bleeding from the profunda femoris artery, which was closed with sutures. The hematoma was evacuated. The patient's hemoglobin level was 59 and the patient was transfused, receiving 4 units of packed red blood cells. The patient developed a left sided brain infarction, which, according to the reporting doctor, was most likely due to a post bleeding vasospasm, but was possibly worsened by the anemia and hypovolemia, due to the bleeding in the groin. The patient was discharged six days later, and was recovering well.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) cautions that a pseudoaneurysm is a possible risk or situation associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.